Manufacturer narrative:
Pump serial number: (B)(4). Device not returned for evaluation.

Event description:
Quarterly summary report for alleged air bubbles in patient line or infusion tubing: it was reported that air bubbles were observed in the cartridge patient line or infusion tubing. Issue was resolved by priming the tubing, changing the cartridge, or changing the infusion tubing. There was no adverse effect.